Event description:
There was an allegation of questionable calcium results from the cobas 8000 c702 module. Sample 1 initial result was 3.05 mmol/l and the repeat results were 2.47 mmol/l and 2.50 mmol/l. Sample 2 initial result was 3.02 mmol/l and the repeat results were 2.37 mmol/l and 2.39 mmol/l. Sample 3 initial result was 1.71 mmol/l and the repeat results were 2.18 mmol/l and 1.71 mmol/l. Sample 4 initial result was 3.15 mmol/l and the repeat results were 2.18 mmol/l and 2.20 mmol/l. Sample 5 initial result was 3.41 mmol/l and the repeat results were 2.39 mmol/l and 2.48 mmol/l. Sample 6 initial result was 4.07 mmol/l and the repeat results were 2.28 mmol/l and 2.33 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer replaced the reagent and sample probes, performed alignments, checked the gearhead pump pressure, and checked the cuvette wash levels and bath levels. Calibration and qc were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.